Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's pen calibration was 'off', and it could not be manually calibrated. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis : confirmed the stylus was off and calibration did not fix the issue. Replaced the controller board with salvage part. Broke the connector off of the multi-point interface (mpi) connector board during trouble shooting. Replaced with salvage part. Salvage material was inspected per applicable documents. Reloaded and updated software. Device passed all safety, console and systems tests. If information is provided in the future, a supplemental report will be issued.